Manufacturer narrative:
This would we considered a deep infection that occurred shortly after implantation. No patient comorbidities or risk factors were provided, other than recent revision procedure. Any additional surgical procedures, such as revisions, place the patient at higher risk for post operative complications such as developing an infection. As the reported event of deep infection <90 days occurred post implantation. During the investigation process a review of the sterile certifications were reviewed and found to be conforming with no applicable deviations. Devices were verified to have gone through acceptable sterilization process following iso/aami/astm & EU published guidelines. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors, i.e. Hospital/surgical environment, provider related risk factors, and/or patient comorbidities/risk factors. As there are no indications of a product or process issues identified affecting implant safety or effectiveness, therefore implanted products are not identified as the source or contributing to the reported infection. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Item# 118001; lot# 396600; versa-dial/comp ti std taper. Item# 115310; lot# 399390; comp rvrs shldr glnsp std 36mm. Item# xl-115365; lot# 689180; arcom xl 44-36 rtnv+3 hmrl brg. Foreign: event occurred in (B)(6). The product will not be returned to zimmer biomet for investigation, as the device was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-00983. 0001825034-2021-00984. 0001825034-2021-00985.

Event description:
It was reported that the patient underwent a revision sixteen days after the surgery due to infection. Attempts have been made and additional information on the reported event is unavailable at this time. No additional patient consequences were reported.